Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported by the patients attorney, as a result of a legal claim, that allegedly "the patient sustained injuries related to a hip replacement, which occurred in (B)(6) 2009.